Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. Complete product detail has not been received at this time. If further information is received a follow-up medwatch will be filed as appropriate.

Event description:
Jun 30, 2017: legal medical records received. After review of the medical records for MDR reportability, it was stated that the patient was revised to address recurrent dislocation and pain. Revision note stated that there were some metal titanium stained tissue likely related to the failure of the constrained liner that was present, acetabular component demonstrated marked destruction of the constrained liner; however, it was not associated from the metal shell. Constrained ring was present but loose in the soft tissues near the acetabular opening. ER notes on (B)(6) 2017 reported she felt a tearing pain in her left hip while reaching to pull down a saddle and her leg could no longer support her causing her to fall back. Radiology report showed left prosthetic hip dislocation with additional displacement of a component of the left acetabular prosthesis. No part and lot information provided. This complaint was updated on: jul 24, 2017. Update 6/30/2017 upon review of the legal medical records for reportability decisions, it was noted that the revising surgeon indicated that the acetabular liner had not disassociated from the acetabular cup, but that in actuality was difficult to remove. Removing the previously recorded disassociation product harm from the cup product, but retaining the disassociation harm on the liner product to address the disassociation of the liner's constraining ring from the constrained liner itself. Also added implant fracture: polyethylene liner harm to address the "marked destruction" of the liner. This complaint was updated on: 7/27/2017.

Manufacturer narrative:
No device associated with this report was received for examination. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.